Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result on (B)(6). Negative rapid antigen test on the (B)(6). Asymptomatic. Fully vaccinated.

Event description:
User reported false positive result on 9 august. Negative rapid antigen test on the 11 august. Asymptomatic. Fully vaccinated.